Manufacturer narrative:
Recall: 1627487-12192011-003-r. This ipg serial number was included in a field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported an ipg error message displayed on the patient programmer. There are no known system issues at this time. The sjm representative was scheduled to evaluate the system. Follow up identified the ipg would not communicate with any external devices and the patient has been without stimulation since (B)(6) 2013. The physician plans to test the ipg and may reimplant or replace it. Further follow up revealed nothing has been decided at this point and time.